Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Correspondence was sent to the author requesting additional information, with no reply at the time of this report; however, upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: troubleshooting of small r-wave with inappropriate implantable cardioverter-defibrillator shock. (B)(4). 2014;16(6):1099-5129. Concomitant product: 4968 atrial lead. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardio-defibrillator (ICD) system. The article reports that the right ventricular (rv) lead showed low r-wave in the bipolar configuration leading to t-wave oversensing (twos) and the patient received an inappropriate shock. The problem was solved by reprogramming the lead to bipolar usage. For the six months following the episode, there were no new episodes of twos. The system remains in use. No further patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this implantable cardio-defibrillator (ICD) system. The article reports that the right ventricular (rv) lead showed low r-wave in the bipolar configuration leading to t-wave oversensing (twos) and the patient received an inappropriate shock. The problem was solved by reprogramming the lead to bipolar usage. For the six months following the episode, there were no new episodes of twos. The system remains in use. Additional information received through follow up indicated that the author stated there was "no malfunction; r wave amplitude derived from an epicardial electrode decreased progressively due to possible fibrosis; the patient had a single episode of inappropriate shock, and the electronic change in the r wave detection vector allowed to correct the problem." There were no products returned to the manufacturer. No further patient complications have been reported as a result of this event.